Event description:
The customer contacted physio-control to report that their device is stuck on the boot up screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the system pcb assembly. After the device passed functional and performance testing, it was returned to the customer for use. The root cause was system pcba but further root cause could not be determined.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is stuck on the boot up screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.